Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured form october 08, 2019 - october 09, 2019. H10: only one actual sample was received for evaluation. The other three (3) samples were not received and therefore could not be evaluated. Visual inspection was performed on the one sample which revealed a dark brown particle, measuring 0.20 square mm. The particle was not in the fluid path because it was embedded in the material of the tubing line. The particle was subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc) which is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed "on the tubing" of four (4) small volume intermates. The customer was not sure if the device was filled with sodium chloride or dextrose. There was no patient involvement. No additional information is available.